Manufacturer narrative:
A partial lead was returned for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that patient had expired; primary cause of death has been stated as ischemic heart decease with cardiomegaly. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.